Manufacturer narrative:
Additional information: h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot or serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the premature ventricular contractions (pvc) procedure, communication issues resulted in a procedural delay. A message was displayed stating, "ep-4 is off or not connected". The touchscreen, ep-4 stimulator, and serial cable were all replaced but the issue persisted. It was confirmed the correct port on the touchscreen was used. A third serial cable was used which resolved the issue. The procedure was completed with no adverse patient consequences.